Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Periprosthetic fracture due to a bad mechanical fall. Inability to walk.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a exeter stem was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report. The parts were examined with the aid of a stereo microscope at magnifications up to 50x. A sample of the debris was placed on a scanning electron microscope (sem) stub for further analysis the mar concluded : debris was observed on the returned stem. Eds showed the stem was consistent with astm f1586 and the debris was consistent with the stem base alloy, the decontamination process and biological material. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: a review of the provided x-rays and the mar by a clinical consultant concluded: - there is no evidence for any device-related malfunction in the current information neither would this be plausible given the patient fall as initiating event as also confirmed by the mar findings that showed there were no materials and/or manufacturing defects on the explanted devices. This pi case is not device-related. Procedure-related factors: - none. Patient-related factors - a ¿bad fall¿ of the patient. Device-related factors: - none as also supported by mar findings. Diagnosis: - a ¿bad fall¿ of the patient caused a periprosthetic fracture around an exeter stem with cement fragmentation and a loose stem requiring revision. Conclusions: the medical review concluded - a ¿bad fall¿ of the patient caused a periprosthetic fracture around an exeter stem with cement fragmentation and a loose stem requiring revision. Thus confirming the event. No further investigation is possible at this time , if further information becomes available this investigation will be re-opened.

Event description:
Periprosthetic fracture due to a bad mechanical fall. Inability to walk.